Event description:
It was reported that the cadd solis legacy pump failed accuracy by -12.35%. It was reported that there was no patient involvement in the reported event.

Manufacturer narrative:
One cadd legacy pump was returned for investigation in good condition. The keypad and labels were intact. The reported product problem (failed accuracy of -12.35 %) was not evidenced in the event history log. Delivery accuracy tests were performed. The reported problem was replicated. The results were as follows: +4.19%, +3.35% and -1.36%. Although these values were all within the published customer specification of +/- 6.0 %, two of these values were outside the internal specification of +/-3.0 %. The expulsor was found to be out of calibration. The expulsor was therefore trimmed to bring the pump delivery closer to nominal specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The keypad and labels were intact. The reported product problem (failed accuracy of -12.35 %) was not evidenced in the event history log. Delivery accuracy tests were performed. The reported problem was replicated. The results were as follows: +4.19%, +3.35% and -1.36%. Although these values were all within the published customer specification of +/- 6.0 %, two of these values were outside the internal specification of +/-3.0 %. The expulsor was found to be out of calibration. The expulsor was therefore trimmed to bring the pump delivery closer to nominal specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.